Manufacturer narrative:
Age at time of event: 18 years or older (B)(4). Device evaluated by MFR.: the device was not received for analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a moderately tortuous and severely calcified lower extremity vessel. A 2mm x 40mm x 144cm coyote¿ es balloon catheter was advanced for dilation. However, the balloon ruptured. The procedure was completed with a non-bsc device. No patient complications nor injuries were reported.

Event description:
It was further reported that the complaint device was a 7.0mmx60mmx135cm sterling¿ balloon catheter and not a 2mm x 40mm x 144cm coyote¿ es balloon catheter as previously reported.

Manufacturer narrative:
Upn corrected from h74939134204010 to h74939031706010. Catalog/model # corrected from 39134-20401 to 39031-70601. Updated: describe event or problem , device lot number, device expiration date, and device manufactured date. (B)(4).